Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent tip dislodgment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right internal carotid artery. A 10.0-31 carotid wallstent was selected for treatment. However, after the stent was opened, it was noted that the tip of the stent became dislodged. It is possible that the stent itself was damaged. When advancing along the guide wire, it met resistance, it was not smooth and it was difficult to advance. The patient did not have challenging anatomy, and the procedural factors did not contribute to the event. The stent was withdrawn from the patient's body, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. It was reported that the stent became dislodged about 0.5cm from the delivery sheath. Additionally, the patient had an aneurysm at the distal end, making the anatomy challenging.

Manufacturer narrative:
E1 - initial reporter facility name, address, and phone: (B)(6). Good faith effort attempts were made to retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that stent tip dislodgment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right internal carotid artery. A 10.0-31 carotid wallstent was selected for treatment. However, after the stent was opened, it was noted that the tip of the stent became dislodged. It is possible that the stent itself was damaged. When advancing along the guide wire, it met resistance, it was not smooth and it was difficult to advance. The patient did not have challenging anatomy, and the procedural factors did not contribute to the event. The stent was withdrawn from the patient's body, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Event description:
It was reported that stent tip dislodgment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right internal carotid artery. A 10.0-31 carotid wallstent was selected for treatment. However, after the stent was opened, it was noted that the tip of the stent became dislodged. It is possible that the stent itself was damaged. When advancing along the guide wire, it met resistance, it was not smooth and it was difficult to advance. The patient did not have challenging anatomy, and the procedural factors did not contribute to the event. The stent was withdrawn from the patient's body, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. It was reported that the stent became dislodged about 0.5cm from the delivery sheath. Additionally, the patient had an aneurysm at the distal end, making the anatomy challenging.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital, (B)(6). E1: (B)(6). Device analysis findings: upon receipt at our post market quality assurance laboratory, the carotid wallstent device was examined. This carotid device is recommended for use with a 0.014" (0.36mm) guidewire as per carotid wallstent instructions for use (IFU). During the product analysis a boston scientific 0.014" guidewire was advanced through this device and removed it without any issues. The guidewire used by the customer was not returned for analysis. A visual and tactile examination identified an outer sheath kink 295mm proximal from the distal tip. The device was returned with the stent fully sheathed, mounted in the correct location on the device. The investigator deployed the stent without any issues. No issues noted with the deployed stent. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the carotid wallstent device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.